Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding patients receiving medication via implantable pumps. Per the reporter, she was "overdosed with pump meds" (see manufacturer's report # 3004209178-2015-19015). Per the reporter, "this doctor's receptionist called me and said I was not the only one that came in with the same thing that happened to me".